Event description:
It was reported to adac that the shaper export can be incorrect if the previous block contains more than 100 points. They were trying to export a beam using a floppy. When they do this they get the message "shape contour could not be reduced to less than 100 points". No injury was reported as a result of this issue.